Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found scratched lcd lens. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, all of the tests were found to be within the manufacturing specifications. Therefore, no fault found with the delivery issue. Installed software as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found scratched lcd lens. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, all of the tests were found to be within the manufacturing specifications. Therefore, no fault found with the delivery issue. Installed software as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pumps exhibited volume matrix issue. No adverse effects reported.